Event description:
It was reported that this that the patient with this pacemaker experienced atrial fibrillation (af) which led to oversensing. The patient experienced paroxysmal atrial tachycardia and inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and recommended reprogramming. The device remains in service. No additional adverse patient effects were reported.